Event description:
It was reported that the insulin pump had blank screen after battery changed. Troubleshoot was done. Customer's blood glucose was 204 mg/dl. During the troubleshooting the display returned advised the customer to monitor the insulin pump. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).